Event description:
It was reported that during set up for a surgical procedure at the user facility, the device did not function properly, a condition in which the device may not hold the correct pressure. It was reported that the subsequent procedure was completed successfully, and there were no adverse consequences reported with this event.